Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution via gravity. The option-lok male adapter of the tubing set was connected to the patient's peripheral IV catheter. After an unspecified length of time, solution leaked from the connection of the option-lok male adapter of the tubing set and the patient's IV access site. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.